Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the plastic tip of the cannula is broken or cracked." Another device was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown". Associated MDR numbers include: 3006425876-2025-00578.

Manufacturer narrative:
(B)(4). The customer returned one 18 ga introducer needle for analysis. Signs of use were observed on the returned component. Visual analysis revealed that the needle hub was cracked into pieces. One of the pieces was missing. The outer diameter of the needle cannula measured 0.0495", which is within the specification limits of 0.0495" 0.0505" per the cannula product drawing. The inner diameter of the needle cannula measured 0.041", which is within the specification limits of 0.041" 0.043" per cannula product drawing. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents' may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of needle hub cracked was confirmed by visual inspection of the returned sample. Visual analysis revealed that the needle hub was cracked into pieces. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this issue is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The CAPA was implemented on 23-aug-2023 to address the issue of the cracked needle hub. This implementation date occurred after the manufacturing date of the needle hub batch (april 2023) involved with this complaint. The part number of the reported needle hub confirms this was an "old" hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the plastic tip of the cannula is broken or cracked." Another device was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown". Associated MDR numbers include: 300 6425876-2025-00572 and 3006425876-2025-00578.